Event description:
Customer called stating she thinks she has leaky reservoirs. She stated her reservoirs are only lasting twenty four hours. On the day of the call, customer stated that she had used her current reservoir for three days. Customer stated she only fills the reservoirs to two hundred units, and that she has only been on the insulin pump for two weeks. She stated that yesterday she was having low blood glucose levels, even though she was eating all day. She does not know the cause of her low blood glucose levels. Customer declined to trouble shoot for low blood glucose because she was in a hurry. Customer was advised to monitor the issue and call back if it persists. Customer's blood glucose level was 68 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.